Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the lcd monitor on thermogard xp ivtm console (sn: (B)(4)) was not bright/clear during a routine check. There was no report of patient involvement.

Manufacturer narrative:
The customer complaint was not confirmed during evaluation of the returned display panel screen. The reported display issue was not reproduced. The panel display was returned with no physical damages or cosmetic issues observed. Review of the retrieved event log found no display related issues. The panel display was powered on and appeared normal during initial functional testing. Further evaluation found that the display panel screen was a later version. To ensure the display panel screen remains functional without issue, a display component was updated. The display panel screen was functionally tested for two days and passed.

Manufacturer narrative:
The customer complaint was not confirmed during evaluation of the returned display panel screen. The reported display issue was not reproduced. The panel display was returned with no physical damages or cosmetic issues observed. Review of the retrieved event log found no display related issues. The panel display was powered on and appeared normal during initial functional testing. Further evaluation found that the display panel screen was a later version. To ensure the display panel screen remains functional without issue, a display component was updated. The display panel screen was functionally tested for two days and passed.